Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, m6 4 cubie failed the customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that pcba latch sensor drawer cubie wire damaged. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue part analysis: the reported condition of "m6 4 (cubie drawer/failed to stay closed)" was confirmed by field service engineer (fse), and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that at medstation fse asked escort to log in and try and recover. The drawer not reading as closed. Fse turned off pyxis and removed drawer 4, instinctively looked for insep magnet, but it was there. Fse inspected further and found that the slide rails bearing cage came out. This then mashed up against open close sensor causing it to fail. Then replaced the slide rails and the open and close sensor, put drawer back in place and turned on pyxis and back in application escort logged in and recovered failure and inventoried med in drawer. During dchu visual inspection: p/n 119449-01: the "pcba latch sensor drawer cubie" showed signs of damage in several sections of the cable. A more detailed inspection was conducted using the microscope to further evaluate the condition of the cable, and it was found that the cable had exposed wires. During dchu testing: p/n 119449-01: further functional testing was not required as the "pcba latch sensor drawer cubie" was found to be damaged. This compromises the drawer's functionality. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "m6 4 (cubie drawer/failed to stay closed)" is attributed to the physical damage/condition of the part p/n 119449-01 which produces a short/miscommunication.